Manufacturer narrative:
The device was received. Investigation is not complete. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Device malfunction: difficult to remove, clip failure to deploy and vessel locator wings failure to collapse. Time of malfunction: during vessel closure. Symptoms/ae/outcome: none. It was reported that a physician who is not trained in the use of the starclose device, attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after firing the clip, the device was difficult to remove and required applied force. It was noticed that the vessel locator wings did not collapse and the clip remained in the clip applier. Hemostasis was achieved with manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was available.